Event description:
It was reported that before implantation of the cemented abg ii hip stem they pulled off the package and saw that the centralizer at the tip of the stem was broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.